Manufacturer narrative:
Continuation of concomitant products- model: d274trk, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to hearing an audible alert from their cardiac resyn chronization therapy defibrillator (crt-d). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead pacing impedance had exceeded the programmed upper alert limit and triggered an alert for out-of-range/high pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.